Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported the pt was initially implanted on (B) (6) 2010. Intraoperative impedances were fine. The pt got up from a nap on (B) (6) 2010 and had completely lost stimulation. No falls or trauma were noted. Reprogramming was attempted, but no stimulation was felt. On (B) (6) 2010, the pt had a revision of both leads due to high/low impedances. Leads v364273018 and v358462030 were removed. Leads v380188018 and v380188019 were implanted. The device was not replaced as there was no evidence of a device issue. The pt recovered without sequela. At the revision surgery, lead v339175002 that was going to be used for replacement showed an out of box failure during a visual inspection with a crack noted at the proximal end of lead between electrode 3 and 4.